Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with continuous glucose monitor (cgm) readings reaching a reported maximum of 399 mg/dl and an alert threshold exceeded for approximately 90 minutes; the user ate a meal while already elevated and initiated a meal announcement at first bite, which could have contributed to the extended high blood glucose. Customer care provided support that included counseling on monitoring and follow-up. Investigation of this case revealed no device malfunction reported and suggested user-related factors associated with meal timing while already hyperglycemic. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention, no hospitalization, and a downward trend in glucose following the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.